Event description:
It was reported that an occlusion alarm occurred. The customer changed supplies and resumed insulin therapy. The customer¿s blood glucose was 297 mg/dl. Reportedly, the customer was using trusteel infusion set for longer than the recommended 48 hour period and was reusing insulin, both are considered off label per the tandem user guide, tandem technical support educated the customer on this..

Manufacturer narrative:
Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem user guide: do not reuse insulin. Reuse of insulin may result in an inaccurate display of the insulin level on the home screen. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.